Event description:
It was reported by an MRI facility, requesting MRI precautions that a vns patient's device was explanted due to coughing and gastrointestinal distress. Experienced in 2002 it was reported that only the generator was explanted and the lead was left in place. Review of the manufacturer's in-house programming database revealed that the device had been programmed off by the treating physician on (B)(6) 2003. Follow-up to the patient's treating physician at the time of the event revealed that the last time they saw the patient was on (B)(6) 2003 for a request to turn off the vns device. The patient has not been seen by the office since that date. The physician's office was unaware that the generator had been removed. The explanted device has not been received to-date. No additional relevant information has been received to-date.